Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lead was stretched causing the inner tubing to buckle and preventing the helix from functioning properly. Additionaly, the visual inspection noted that the conductors were distorted and there was blood/body fluid in the helix mechanism. The full lead was returned for the analysis.

Event description:
It was reported during the procedure that the lead fixation mechanism (helix) failed to work properly after being reposition several times during the implantation attempt. The patient had difficult anatomy and underlying medical issues that made fixation difficult. A new lead was used to complete the case and there were no patient complications reported as a result of this issue.